Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of eczema was exacerbated by the lifevest equipment. The patient described the area as swollen red welts under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a dexamethasone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.